Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that the iol is not completely in the bag and the desired axis was not achieved however, the patient is satisfied with the outcome.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Supplemental information was received indicating that posterior capsular opacity was observed.

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. A photo was provided of the lens in the eye. One haptic tip appears to be broken. One haptic us shown from the edge (not fully unfolded). The tip of this haptic appears to be broken root cause has not been identified. (B)(4).

Event description:
A healthcare professional reported that the haptic of the intraocular lens (iol) was absent. This was noticed following implantation in the eye. The lens remains implanted.